Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. It was reported that the patient woke up to use the bathroom and she noticed that she was low and passed out. After the patient passed out, her husband called the paramedics for help. The paramedics administered the patient with glucose and took her to the hospital. At the hospital, the patient was administered intravenous (IV) therapy and was released the same day. Additionally, the patient stated that the cgm did not have anything to do with her being low. At the time of contact, the patient was doing okay. No additional event or patient information is available. Data was not provided for evaluation. The reported inaccuracies could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.